Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the right atrial lead was oversensing noise, causing multiple episodes to be binned as atrial tachycardia and fibrillation. As a result, there were brief episodes of pacing inhibition. The lead was explanted and replaced. At the time of the procedure, the physician noted that the outer insulation of the lead was damaged between the hemostatic suture and the suture sleeve. The patient was in stable condition throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.